Manufacturer narrative:
(B)(4). The reported issue of an iipv event was confirmed. The assignable cause was determined to be use error: inappropriate bypass of the initial drain without low drain volume alarm occurring. Review of the service dates and activities revealed the previous return of the device was not for the reported problem. The labeling reviewed was found to be sufficient. The device met specifications with regards to the reported issue. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A nurse reported to baxter (B)(6) that that during use the machine did fills without doing the drain phase so it filled up 4000-4500 ml instead of 1500 ml. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.